Event description:
On (B)(6) 2005, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient fell on his back. The patient is now unable to increase the amplitude. An x-ray was taken and no anomalies were noted. The sales representative plans to meet with the patient for reprogramming. On 6/25/2010, it was reported that the patient's ipg was replaced on (B)(6) 2010. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation methods: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.